Manufacturer narrative:
Unique identifier (UDI): (B)(4) - a plant investigation is in progress. A followup medwatch report will be submitted upon receipt of additional information.

Event description:
A peritoneal dialysis patient reported that the cycler alarmed for air detected in the cassette during fill 4 of 4. Treatment was discontinued. The patient discovered that fluid had leaked inside the cassette area of the cycler upon removing the disposable tubing set. During follow up the patient's peritoneal dialysis nurse stated that the patient experienced no adverse event as a result of the fluid leak. The patient was not administered an antibiotic nor was he hospitalized. The set was not made available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.